Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed displayable history crc check failed on startup and had frozen display. The customer¿s blood glucose value was 389 mg/dl. The customer was unable to clear the alarms. The customer reported that the insulin pump buttons were stopped responding. The customer was assisted with troubleshooting. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
No frozen screen or blank display noted. Device received with missing segment or partial display, problem isolated to lcd board. Unable to perform self-test, and displacement test or verify displayable history crc check failed on startup alarm, button keypad anomaly due to missing segment. No moisture or damage or unlocked lcd keypad connector during visual inspection noted.